Event description:
It was reported through clinic notes dated (B)(6) 2012 that a vns patient experienced an increase in nocturnal seizures due to unknown reason. Medication changes were reported but no relationship was made to the reported increase. At the moment attempts to obtain additional information have been unsuccessful to date. Future interventions planned will be to replace the patient's generator based on end of service of the device.

Event description:
Reporter indicated surgery to replace the vns generator was planned for (B)(6) 2012. The patient had generator replacement surgery performed on (B)(6) 2012. The explanted generator was returned for analysis. No anomalies were identified and the generator performed per specifications. The generator was not at end of service.

Manufacturer narrative:
Device manufacturing date, corrected data: the incomplete manufacturing date was inadvertently reported on the initial MDR report. The complete date is provided.

Event description:
A manufacturer's implant card was received indicating diagnostics were within normal limits with the new vns generator and resident lead at the (B)(6) 2012 generator replacement surgery.